Manufacturer narrative:
The customer believed the issue was sample specific. Ultracentrifugation of lipemic samples has not been validated. If the customer wishes to ultracentrifuge lipemic samples, they will need to perform their own validation of the method. The investigation determined the issue was due to the preanalytic handling of the sample.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of questionable chol2 cholesterol gen.2 results for 1 patient sample on a cobas 6000 c (501) module analyzer serial number (B)(4). The initial result was 483 mg/dl and the ultrafuged repeat result was 215 mg/dl. The customer stated they did not know which result was correct, both results were verbally provided to the physician and the physician decided to order a redraw. No information regarding the redraw results were provided.